Event description:
It was reported that the right ventricular lead had decreased impedance and dysfunctional sensing. The lead was removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: adverse event and patient outcome. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned for analysis. The distal and defibrillation conductors were distorted. There was blood in/on the helix mechanism and sleeve head. There was outer insulation cosmetic depression and apparent explant damage noted.